Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that champagne size air bubbles were observed in the cartridge pigtail. It was reported that customer changed the infusion set site and resumed insulin therapy. Customer's blood glucose was 276 mg/dl.